Manufacturer narrative:
The reported complaint of the "autopulse platform (sn 32587) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message, and the user was unable to clear the error was confirmed during functional testing and archive review. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, most likely attributed to unintended user error. The customer reported a secondary complaint that the platform displayed user advisory (ua) 12 (lifeband not present) error message was confirmed based on the review of the archive data but was not reproduced during the functional testing. The probable cause of the reported ua12 message could be the lifeband not being fully inserted in the encoder spool shaft upon powering up the autopulse platform. The archive data show the presence of a ua45 error message around the customer's reported date that likely related to the drive shaft not being in the home position during the power-on, thus confirming the reported complaint. In addition, archive data was reviewed and contained a ua12 error message around the reported event date, thus confirming the reported complaint. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. Initial functional testing failed due to the autopulse platform displaying a ua45 (driveshaft not at "home" position after power-on/restart) error message upon powering up, confirming the reported complaint. The root cause was due to the driveshaft not being at the "home" position. To remedy the fault, the driveshaft was rotated to the "home" position. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was tested and operated as intended without a ua12 error message. Following the service, the brake gap inspection verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 12 (lifeband not present) error message. The lifeband was replaced; however, the (ua) 12 error was displayed again. After replacing a second lifeband and powering on the device, the platform displayed a (ua) 45 (not at "home" position after power-on/restart) error message that could not be cleared after instructions were provided. No patient involvement.